Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the doctor is not trusting the readings while using the nim vital. Doctor believes he is getting false positive and false negative readings. Doctor is using stim device to stimulate nerve early in the case with stim setting at 2.0 and 150 or 200 threshold. Positive indication reading at approximately 200mv. Later in case with nerve exposed doctor is stimulating nerve and muscle with stim setting at 1.0 and feeling the muscle twitch but the reading on the nim vital is approximately upper 200-300 mv. Doctor did mention that the patient did experience some potential nerve damage during the surgery but was not certain if the cause was associated with the nim or due to surgical complications of the procedure. When the stim was lowered to 1.0 later in the case, the threshold was set to 150. The surgeon felt positive response occurred when stimulating muscle not nerve. Also, during stimulation of nerve, surgeon felt muscle movement but negative response on the nim.

Manufacturer narrative:
H6: code updated. Previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.